Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. Further a seroma developed over the implant site, which was already drained during a previous surgery before re-positioning. No further issues are reported. The device remains implanted and in use. This is a final report.

Event description:
A device migration was reported. The implant has slipped inferiorly. Pain was felt behind the ear and there was swelling. The recipient could therefore not use his audio processor. It is unknown when the swelling started. The device was implanted on (B)(6) 2023, a second surgery was performed on (B)(6) 2023 for seroma discharge. The patient claims that the implant, which had already slipped, was forgotten to be repositioned. The 3rd surgery was on (B)(6) 2023 for repositioning of the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A possible device migration was reported. The user reported that the implant had moved from its intended position but did not know when this happened. The pain was felt as increasing behind the ear and the swelling was getting worse. The recipient could therefore not use his audio processor.